Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for peritonitis symptoms (unspecified). On an unreported date, the pt was diagnosed with peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report, the pt was expected to be discharged from the hospital the next day (one day after receipt of this report). No further information was provided. Additional information was requested but is not available.